Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The arteriotomy was 20 fr and the vessel was very scarred. During device deployment marking could not be obtained. The prostar xl device was removed and another prostar xl was attempted with the same result. The physician pushed away the scar tissue with his finger and tried again to place the second prostar xl. He was then able to obtain blood flow from the marker lumen. The prostar xl sutures were placed and the aaa procedure perfomed. After completion of the index procedure vessel closure was performed; however, sufficient hemostasis was not achieved. Surgical closure was performed to achieve hemostasis and it was noticed that the puncture site had been done too high, above the inguinal ligament, in the external iliac artery. A femoral angiogram was not taken prior to the procedure; however no calcification was noted. There was no adverse patient sequela. The physician is in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported failure to achieve blood marking during device placement and associated patient affects could not be determined; however, the scar tissue present at the access site, not performing a femoral angiogram before the procedure and user technique may have been contributing factors. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017 - femoral angiogram not taken. Per the instructions for use, prior to device placement, perform a femoral angiogram through the introducer sheath to verify that the access site is the common femoral artery. The prostar xl system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures. Additionally, in the warnings section, it is indicated: do not use the prostar xl system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks since such a puncture site may result in a retroperitoneal hematoma. The other prostar xl is being filed under a separate medwatch report number.